Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm during the load process. During troubleshooting with tandem's technical support, the reported alarm could not be found in the history. However, the customer believes it is a cartridge alarm 19. In addition, it was reported that the on-screen instructions were not followed. Customer stated blood glucose level was "fine". The customer was able to load a new cartridge successfully and resume insulin delivery.